Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. The receiver could not boot and charge due to perpetual rebooting. Pairing and a calibration test were performed and the device failed. The receiver case was opened and the u1 pcba was detached. Data was not available for review. Confirmation of he allegation and a root cause could not be determined.